Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer added additional insulin to the cartridge and the insulin gauge remained static at 140 units of insulin. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge and received an accurate fill estimate.